Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose levels. At the time of incident the blood glucose level wa 1.8 mmol/l and the current blood glucose was 14mmol/l. Customer treated with food and tablets. Customer was using the automode feature. Customer performed self test and displacement verification test. The troubleshooting was performed. The pump will be returned for analysis.